Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging that her one touch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy issue first occurred on an unspecified date in (B)(6) 2013. The patient stated that she had been obtaining various blood glucose readings which were in the ¿20s¿mmol/l. The patient manages her diabetes with an unknown type/dose of insulin (self-adjuster) and denied taking any action regarding her regular diabetes management regimen routine as a result of the inaccuracy issue. The patient claimed she suffered a ¿seizure and went in to a coma for five hours¿ on (B)(6) 2013. The emergency medical service (ems) arrived at the patient¿s home and per the patient¿s husband, they measured her blood glucose at this point using a hospital meter (brand unknown) and obtained a reading of ¿2.2mmol/l.¿ it is not known if the subject meter was also used to test her blood glucose at this time. The ems took the patient to the emergency room at an unknown time, where she received treatment of glucagon and IV glucose from an hcp. It is not known how long the patient stayed in hospital. It is not known when the last time the patient tested with the subject device prior to the injury. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter. The subject test strips were stored correctly and unexpired at the time of testing, however, the patient did not have control solution available to test the subject meter. The patient stated she had disposed the subject products. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter which led to her suffering symptoms suggestive of severe hypoglycemia and was treated by an hcp after the alleged meter issue began.